Event description:
It was reported that a malfunction occurred, displaying malfunction code 16. The customer did not report whether their blood glucose level exceeded 500 mg/dl, so there was no confirmation of an adverse impact. Customer technical support assisted the caller by providing pump reset information and helping to reset the pump, but the malfunction code recurred. The pump was not replaced because it was out of warranty, and the customer used multiple daily injections as an alternative.